Event description:
Information received from the article, kumar a, yang v, dacosta l. Pipeline stents for partially thrombosed posterior circulation aneurysms: a word of caution! Neurology india. 2014 jul-aug;62(4):449-451. Treatment of a large partially thrombosed right p1-p2 segment posterior cerebral artery (pca) aneurysm. The patient presented with right partial third nerve palsy and MRI (magnetic resonance imaging) revealed a globular hemorrhagic lesion in the interpeduncular region on the right side pressing on the right crus. The patient complained of headaches and double vision. The patient underwent successful deployment of two peds co-axially to cover the entire length of the neck and no major branches were covered. The patient was discharged without any complications. The double vision improved over a period of time, but recurrent worsening of the double vision led to two hospital admissions within the next 3 weeks. MRI showed the aneurysm increasing in size along with further thrombosis causing increased vasogenic edema around the aneurysm and mass effect. This was interpreted as a reaction to clotting in the aneurysm sac and the patient was started on steroids and improved on both occasions. Four weeks after treatment, the patient presented with sudden onset left hemiparesis. Computed tomography angiography (cta) showed no clot in the right pca, however, it showed a new hemorrhage at the aneurysm and extended into the posterior third ventricle.a small filling of the aneurysm neck could be seen through the stent. Within 30 minutes of cta, the patient blew both pupils and CT revealed a massive brainstem hemorrhage and intraventricular hemorrhage (ivh). An external ventricular drain was inserted as a last resort, but patient expired the following day.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).